Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) since implanted. The physician believed that the patient just had a lot of inflammation around the ipg site which was causing it not to connect. The patient was placed on an anti-inflammatory and was going to put an ice on it.